Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device was returned for analysis. The catheter sheath was torn/split approximately 92cm from the strain relief. An initial examination of the complaint rotablator plus unit was carried out. Blood was noted in the catheter sheath. A tug test was performed to examine the integrity of the connection. A connect/disconnect test was carried out. No issues were noted with the unit handshake connectors. The burr was microscopically examined and no issues were noted with the annulus of the burr. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
Reportable based on device analysis competed on 08sep2015. It was reported that the burr would not work properly. A 1.50mm rotalink plus was selected for use. During unpacking, it was noted that the advancer was damaged and the burr was not working properly. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable. However, device analysis revealed that the catheter sheath was torn/split approximately 92cm from the strain relief.